Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, there was misidentification of one sample. E. Coli was identified as enterobacter cloacae. No patient impact reported.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that while testing with the bd phoenix¿ m50 automated microbiology system, there was misidentification of one sample. E. Coli was identified as enterobacter cloacae. No patient impact reported. H.6. Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported issues with identification and susceptibility results. A field service engineer (fse) arrived onsite to troubleshoot the instrument and collect log files. The fse performed a cleaning of the device, verified optics, normalizers, light source, cv tests, filter panel test and all were found to be within specifications. This issue was escalated to our global expert who reviewed logs files and found no issues with the instrument function. Ultimately customer issues persisted, and this instrument was removed from the customer site. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was false susceptibility of one sample. No patient impact reported. The following information was provided by the initial reporter: "identification and susceptibility problems."